Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose was 250 mg/dl. Customer¿s current blood glucose was 336 mg/dl. Customer stated that the insulin pump had no delivery alarm. Drive support cap was normal. The insulin pump will not be returned for analysis.